Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. Csi ID # (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 100% stenotic, 120mm in length and located in the anterior tibial (at) artery. The physician used a 5fr introducer sheath and a 0.014 quickcross exchange catheter to access the lesion. A csi viperwire guide wire was advanced across the lesion and the oad was loaded onto it. The physician attempted one run at low speed and one at medium speed, but the device sounded like it was bogging down. The physician attempted to remove the oad, but it got stuck on the guide wire. The physician removed the guide wire and oad together as one unit from the patient, but angiography revealed a perforation. It is unknown how the perforation was resolved, or if it was left untreated. The physician aborted the procedure and the patient is in stable condition. Additional information has been requested, but none will be received.